Event description:
The report received from co's study database indicated that in-stent restenosis was shown in the mid right coronary artery (rca) and mid left anterior descending artery (lad). This patient was included in the study in 2003 with stable angina ccsiii. At screening, the patient was given long acting nitrates, beta-blocker therapy, diuretics, ace inhibitors, statin (selecktine 40mg) and sintromitis. Patient had a total of six stents placed. One stent each in the mid rca, proximal (prox) rca, prox circumflex (cx), prox lad, first diagonal and mid lad. The stent's lengths vary from (08 to 33) mm. However, there is no information regarding the diameter of the stent, lot and catalog numbers for these devices. Atmospheric (atms) pressures used also vary from 18 to 20 atms. It was reported that there was direct stenting done to the proximal rca. During the procedure there was 400 cc contrast medium used in patient. An adverse event took place 32 months after index procedure. A stress test done resulted positive as well as an echo that showed moderate ventricle functioning changes that led to a diagnostic angiography where in-stent restenoses were shown in the mid rca and mid lad. Both of these segments were treated by successfully implanting taxus stents. Patient received acetylcysteine 24 hours before and after the procedure because of the known abonormalities in renal functioning. During procedure patient also received dormicum, heparin and visipaque. No complications were reported. Patient will continue its treatment with clopidogrel and aspirin the rest of her life. The outcome is ongoing. Please note that this device crsxxxxx is distributed outside the united states, however, it is similar to the united states product cypher. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.